Event description:
The customer reported that summit sample handler, did not dispense diluent in positions a3 and a12 during a hepatitis assay. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.